Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: date of event: exact date not provided, best estimate is during the week of (B)(6) 2020. Brand name: unknown as information was not provided. Model number: model number is unknown, as product serial number was not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Serial number: unknown as information was not provided. UDI number: UDI # is unknown as product serial number was not provided. If explanted; give date: not applicable as the iol remains implanted in the patient's operative eye. PMA/510(k) number: unknown as iol product information was not provided. The product serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon had several of our lenses implanted where the surgeon had to go behind the lens after implantation, to remove lint or dust particles. The lenses were left in the patient¿s eye and there were no adverse effects. Reportedly there were 4 lenses all together, 3 were from previous week and one from (B)(6) 2020. The serial numbers from previous week were not available. There was hair like fiber on the inside of the lens and was irretrievable. All patients are fine. Additional information was received, and it was learnt that surgeon reported a dust or hair-like particle on the inside of the lens and it was flushed with bss to remove. Customer investigated a possible source and have since removed the 4x4 gauze and q-tips from the pack they used from another manufacturer. They will continue to monitor any new incidents and possible causes if they happen. They did not receive any complaints or problems from the surgeon or patient after the procedure or during their post-op follow-up. This report will capture information for 1 of the 4 lenses that was reported. Separate reports are being submitted for the other 3 reported events. No further information provided.